Event description:
It was reported that during a ptca treatment procedure, a maverick2 monorail 15/1.5 mm balloon ruptured at 1 atm. The pt was asymptomatic during this event. The lesion being treated was a calcified, 80% stenotic lesion in the distal right coronary artery. The maverick2 monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'stable'.